Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter was not charging. The customer was advised to insert a new battery. The new battery resolved the issue. The customer¿s blood glucose level was 51 mg/dl. The customer stated that they were taking steroid and declined troubleshooting for the low blood glucose. The customer treated the low blood glucose with food. The device will not be returned for analysis.